Manufacturer narrative:
(B)(6). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the reported event. The cause was reported as a "source of water/poor environment;" however, this could not be confirmed, therefore the cause was assessed as unknown. The treatment for the peritonitis included unknown antibiotics (doses, frequencies and routes not reported). At the time of this report, the patient has not yet recovered from the peritonitis. The antibiotics were discontinued, but the cause of discontinuation was unknown. The actions taken with pd therapy were not reported. Additional information was requested, but the reporter declined to provide any further information on this event.